Event description:
It was reported that during turning, the patient desaturated to 65%. After commenced bagging of the patient, the saturation returned quickly to 100%. During this time, it was noted that the ventilator unintentionally had went into standby mode. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Evaluation of the received ventilator log showed log posts for a normal standby on the reported event date 10/05/2022; standby button activated, standby dialog confirmed and standby. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then the posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. Last successful pre-use check was performed on 30/09/2022 prior the patient was connected to the ventilator. The technical log does not contain any technical error codes to indicate a ventilator malfunction. There is no indication of a ventilator malfunction at the time of the standby mode. Our conclusion is that the ventilator did not set itself to standby mode.

Event description:
Manufacturer's ref #: (B)(4).